Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that, during vitrectomy surgery on the right eye, an ophthalmic cannula was found obstructed when physician attempted to inject triamcinolone into the patient¿s eye. The surgery was completed on the same day by replacing the cannula without any patient harm.